Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited intermittent noise and intermittent high pacing impedances, which at times were greater than 2500 ohms. Due to the performance issues, the patient's physician elected to replace this system. Prior to the change-out procedure all lead measurements (both unipolar and bipolar) were within normal limits, and noise could not be reproduced. However, because of the system's history, the physician proceeded with the procedure and explanted the pacemaker and surgically abandoned the rv lead. A new pacemaker and rv lead were successfully implanted. There were no reports of syncope because of the performance issue and no additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.